Manufacturer narrative:
Manufacturer's report date: 07/09/2014. (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
As a child was on his way to the bathroom and tugged on the lower portion of the tubing to pull the IV pole with him, the pump detached from the pcu and fell on to the floor. The fall to the floor caused the IV tubing to snap apart just above the upper fitment. Approximately, 33ml of solution splashed onto the child, his mother, the IV pump and the floor. All appropriate precautions to remove chemo contamination and clean the spill were taken as per hospital protocol. No patient harm or medical intervention occurred. No further patient/event information was reported.